Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set broke after the connection was made. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted damaged tubing. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. There was a leak from the damaged portion of the tubing, the reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.